Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided instructions to reset the pump, assisted the caller with the reset, and no further malfunction occurred afterward.